Event description:
Catheter was placed, and was found to leak when the infusion was started during the procedure. The physician removed the catheter without incident and a new device was placed. The procedure was successfully completed. There was no patient harm or adverse event.

Manufacturer narrative:
Corrective actions initiated. Corrected name of manufacturing site.

Event description:
Catheter was placed, and was found to leak when the infusion was started during the procedure. The physician removed the catheter without incident and a new device was placed. The procedure was successfully completed. There was no patient harm or adverse event.